Manufacturer narrative:
Follow-up 05/25/2016: contact reported that customer had changed infusion set and that the customer's blood glucose levels stabilized to normal levels. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 326 (mg/dl) for a few days. Customer administered novolog and lantus injections to treat bg levels. System check with tandem technical support on 05/22/2016 indicated pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management. Contact indicated that customer would change infusion site.